Event description:
It was reported the a homechoice pro presented an unspecified system error alarm. This event occurred during the second dwell cycle of peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with the help of a caregiver. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.